Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump indicated a data log corruption. There was no reported adverse impact to the customer. Additionally, it was reported that the pump date and time was incorrect, cause was unknown. Reportedly, customer continued using pump for insulin therapy.